Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the severely calcified artery. A 10mmx3.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured upon first inflation at 10 atmospheres within 20 seconds. The device was removed without any problem using the normal method and the procedure was completed with another of the same device. There were no complications reported and the patient was in good condition post procedure.